Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to disassociation of the triflange from patient's bone due to incorrect implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant." Under possible adverse effects, number 5 states, ¿implants can loosen or migrate due to trauma or loss of fixation.¿

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015 utilizing a custom triflange and competitor products. Subsequently, a revision procedure has been indicated due to disassociation of the triflange from patient's bone due to incorrect implantation. However, no revision procedure has occurred at this time. No further information has been provided.